Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female patient who underwent a breast augmentation revision with an unknown mentor gel breast implant has experienced postoperative right-sided rupture, along with itching, irritation, and pain around the nipple. Patient reported having symptoms around six months ago on the right side, but she did not feel any change when she did a manual exam; it was not leaking and did not feel abnormal. Patient had a CT scan recently and right-sided rupture was confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.